Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt)) reported to technical support that a 2008t blood pump rotor tubing guide had come off and cut the blood tubing. No patient complications were noted and the patient had completed treatment. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment, the blood pump rotor guide post (pin) sleeves were coming off and cut the tubing line, causing a small blood leak to occur. The bmt stated treatment was immediately stopped when the blood leak was observed and the patient's blood was not returned. The bmt stated the blood pump rotor was replaced and is back in service. Per bmt the rotor was original to the machine. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was switched over to a different machine and resumed and completed treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt)) reported to technical support that a 2008t blood pump rotor tubing guide had come off and cut the blood tubing. No patient complications were noted and the patient had completed treatment. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment, the blood pump rotor guide post (pin) sleeves were coming off and cut the tubing line, causing a small blood leak to occur. The bmt stated treatment was immediately stopped when the blood leak was observed and the patient's blood was not returned. The bmt stated the blood pump rotor was replaced and is back in service. Per bmt the rotor was original to the machine. The bmt stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was switched over to a different machine and resumed and completed treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.